Manufacturer narrative:
Other relevant device(s) are: product ID: 9735805, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The cable returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The three returned cables were found to be in good condition with no apparent physical damage and passed a continuity test with no opens or shorts detected. No problem found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the site was attempting to set and connect the c-arm to the system and was unable to connect to the system. They tried two cables and rebooted without resolution. They brought in a second navigation system and was able to proceed. Troubleshooting included the manufacturer representative looking at the system and finding that the c-arm fluoronav video failed about 2 out of 25 times. There was no delay in the procedure. There was no impact on patient outcome.